Event description:
According to the available information the catheter was used for bladder irrigations. Access route was urethral. No asymmetry was noted. Once the catheter was in place, urinary leaks occurred and upon inspection, the balloon was found to be burst and the catheter fell out. A new catheter was inserted.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found 2 complaints regarding the lot number. Unfortunately, the sample was not available and was discard by user. Quality database was checked and revealed a corrective and preventive action was opened and monthly monitoring is occurring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the catheter was used for bladder irrigations. Access route was urethral. No asymmetry was noted. Once the catheter was in place, urinary leaks occurred and upon inspection, the balloon was found to be burst and the catheter fell out. A new catheter was inserted.